Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens implant the handpiece would not work at all, there was no fluid going through it. The case was completed using an alternate handpiece. There was no patient harm.

Manufacturer narrative:
Product evaluation ¿ handpiece #1: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the company representative provided the customer with two handpieces and returned the other two for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The phaco handpiece was manufactured on october 6, 2008. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on april 17, 2008. Based on qa assessment, the product met specifications at the time of release. Product evaluation ¿ handpiece #2: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the company representative provided the customer with two handpieces and returned the other two for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The phaco handpiece was manufactured on january 25, 2010. Based on qa assessment, the product met specifications at the time of release. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on april 17, 2008. Based on qa assessment, the product met specifications at the time of release. Two handpieces were received for evaluation. No functional testing was performed on either handpiece because the handpieces were repaired by a third party. Therefore, because functional testing was not required, the root cause cannot be determined. (B)(4).